Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2. Life-threatening was erroneously omitted from the initial and supplemental 001 3500a medwatch reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. A valve-in-valve procedure has been planned. Additional information was received to report the valve failed due to severe central aortic regurgitation. An echocardiogram was performed that also revealed aortic stenosis with a mean gradient of 30 millimeters of mercury, moderate mitral regurgitation, mild tricuspid regurgitation, and no paravalvular leak.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. A valve-in-valve procedure has been planned. Additional information was received to report the valve failed due to severe central aortic regurgitation. An echocardiogram was performed that also revealed aortic stenosis with a mean gradient of 30 millimeters of mercury, moderate mitral regurgitation, mild tricuspid regurgitation, and no paravalvular leak. Additional information was received that the mean gradient after the valve was implanted was 8 millimeters of mercury (mm hg). It was noted that the patient's bicuspid valve could have contributed to the elevated gradient. There was no evidence of thrombus or leaflet thickening noted on the valve. The valve in valve intervention was performed. Additional information was received that the first valve was implanted via transfemoral access following pre-implant balloon dilation with an 18 mm balloon. A post-implant balloon dilation was performed with a 20 mm balloon.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. A valve-in-valve procedure has been planned.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a case report and one 3mensio video clip from imaging services were provided for review of the event description. Report review: computed tomography (CT) imaging was performed on (B)(6) 2017 and is affected by artifact, resulting in blurry images. It should be noted that pathology may have developed since the time of imaging; obtaining a CT scan within one year of tavr evaluation is recommended. The evolut implant appears under-expanded, with a significant calcification observed outside the tav at the native right coronary cusp (rcc)/left coronary cusp (lcc) commissure. There is possible bicuspid morphology of the native valve, with calcified fusion of the rcc and lcc, which may have contributed to the under-expansion. Implant depth is shallow, measuring 1.2 millimeter (mm) beneath the left coronary cusp (lcc), 0.8 mm beneath the right coronary cusp (rcc) and 1.5 mm below the basal plane beneath the non-coronary cusp (ncc). Additionally, possible plaque or thrombus versus inadequate contrast filling is noted in the native rc c and ncc. Updated data: b5., h6., additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient after the valve was implanted was 8 millimeters of mercury (mm hg). It was noted that the patient's bicuspid valve could have contributed to the elevated gradient. There was no evidence of thrombus or leaflet thickening noted on the valve. The valve in valve intervention was performed.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D4. H4. Device mfg date. H6. Annex e codes, annex a codes. Additional codes. Corrected data: d6a. Valve implant date was erroneously omitted from the initial 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. A valve-in-valve procedure has been planned. Additional information was received to report the valve failed due to severe central aortic regurgitation. An echocardiogram was performed that also revealed aortic stenosis with a mean gradient of 30 millimeters of mercury, moderate mitral regurgitation, mild tricuspid regurgitation, and no paravalvular leak.